Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device leaked where the dead ender at the end of the line has not been fully tightened. The device was filled with fluorouracil. The issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.